Event description:
It was reported that the patient with this unspecified lead has recorded numerous atrial and ventricular tachycardia episodes due to noise and far-field oversensing. Reportedly, the automatic gain control has been adjusted for both atrial and ventricular leads, and an x-ray has been requested as a lead fracture is suspected to be the root reason for the reported issues. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).